Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a femur osteosynthesis procedure occurred on (B)(6) 2022. The patient had a fracture of the right femoral diaphysis peri-prosthetic knee. During the procedure, the surgeon wanted to screw the cortical screw of 46mm-length but the device broke: the head of the screw stayed with the screwdriver and the other part of the screw remained screwed in the patient. This is report 1 of 1 for (B)(4). This report is for a cortical screw.